Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer is stating that the unit has no alarm, no other information provided. Unit was sold (B)(4) 2013, still under warranty, proof of sale is attached.

Manufacturer narrative:
The device was evaluated by the returns department and it was found that there was a broken switch/button on the controls.

Event description:
Dealer is stating that the unit has no alarm, no other information provided. Unit was sold (B)(6) 2013, still under warranty, proof of sale is attached.